Event description:
A nurse reported a vacuum issue in irrigation and aspiration modes during a cataract with iol (intraocular lens) implant procedure. The case was completed without patient harm. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics module for diagnostic purposes. The system was then tested and met product specifications. The replaced fluidics module was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).